Manufacturer narrative:
Should the lead be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed loss of capture (loc); the lead had dislodged. The patient was seen for a revision procedure where the lead was explanted and replaced. There were no additional adverse patient effects reported. The lead has not been returned for analysis.